Event description:
It was reported to medtronic minimed that the customer experienced no current code/category. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device was been returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit passed active current measurement, sleep current measurement test, self-test. However, unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to missing retainer ring. Unit successfully downloaded to thus. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap was unable to locks properly into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch, cracked case at the battery tube, missing serial number label, cracked keypad overlay, keypad overlay texture damage, missing end cap address label, detached retainer, missing o-ring(reservoir tube). Missing retainer ring was noted during analysis. However, was unable to verify no current code due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.